Manufacturer narrative:
The surgeon reported ¿no phaco which resulted in the patient experiencing a pc tear and the lens falling to posterior of eye.¿ the surgeon confirmed ¿the cataract was too dense for the phaco to have effect and persisting most likely caused the dropped lens.¿ the retina specialist removed cataract from the posterior segment confirmed that it was a dense nucleus. The surgeon performed cataract surgery and felt there was no power from the phaco handpiece and that the cataract had been pushed through the capsule into the posterior segment. The surgeon advised that he was unaware of any system messages (sms) and the sounds he described were indicative of the handpiece functioning normally. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined and the reported ¿no phaco¿ was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 7, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, a patient experienced a posterior capsule tear due to no phacoemulsification power. The lens fell back into the posterior of the eye. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the doctor, who reported the patient had a very dense cataract. It is suspected that this is the most likely cause of the event.